Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and was constantly vibrating. Blood glucose level at the time of the incident was not known. The customer reports they received a low reservoir alert and were changing the reservoir when noticed the display was blank. Customer inserted a new battery into insulin pump when it started buzzing. During troubleshooting, the customer was unable to get the display to return or the tone to stop after removing the battery for 10 minutes and inserting a new one. The customer was advised to remove battery for 2 hours and revert to backup plan per hcp during the insulin pump rest. The insulin pump will not be returned.